Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received operational and in good condition for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. The cause for the iipv found in the logs was determined to be insufficient drain due to use error; the tidal ultrafiltrate removal was set too low. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
Two increased intraperitoneal volume (iipv) situation were identified in the log of a returned homechoice (hc) device. This is report 2 of 2. The iipv occurred on (B)(6) 2011 during drain cycle 5. The programmed fill volume was 1800ml. The ultrafiltration(uf) volume was 1302ml. This volume meets baxter's iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the nurse and notified the nurse of the incidents of iipv that were found during the device log review.